Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d6b, g2, h6.

Event description:
Patient reported ¿signs of a silicone prosthesis rupture or silicone bleeding¿, "whether my implant is subject to a recall or safety action", ¿small-cystic mastopathic changes¿ and later reported "intrasilicon rupture" and "ruptured". Later healthcare professional reported "abnormality that indicated a possible implant rupture", "the rupture was clearly confirmed" and "considerable anxiety and sleep disorders". This record is for the left-side. Device has been explanted. Device will be returned.

Event description:
Patient reported ¿signs of a silicone prosthesis rupture or silicone bleeding¿, "whether my implant is subject to a recall or safety action" and ¿small-cystic mastopathic changes¿. This record is for the left-side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿signs of a silicone prosthesis rupture or silicone bleeding¿, "whether my implant is subject to a recall or safety action" and ¿small-cystic mastopathic changes¿. This record is for the left-side. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ changes in sleep habits: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Peer/ supervisor reviewer.

Event description:
Patient reported ¿signs of a silicone prosthesis rupture or silicone bleeding¿, "whether my implant is subject to a recall or safety action", ¿small-cystic mastopathic changes¿ and later reported "intrasilicon rupture" and "ruptured". Later healthcare professional reported "abnormality that indicated a possible implant rupture", "the rupture was clearly confirmed" and "considerable anxiety and sleep disorders". This record is for the left-side. Device has been explanted. Device will be returned.